Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the blade rotation was getting slow and dull. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. A sharpness test was conducted, and the returned blade passed the test with an average breaking force of 2.88 lbf (specification: average 3.5 lbf max). As tested, the blade is found to be sharp enough and would have cut properly during the procedure.